Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) has an scs system which includes two octrode leads (device information unknown). It was reported the patient is no longer receiving effective stimulation. The patient's leads are implanted subcutaneously over the left pectoris to treat angina (off-label). It was noted stimulation is now missing from the left axilla region. The physician noted he/she is unconvinced that the system has ever helped the patient's angina pain, stating it is not keen to reposition the leads due to their region. The patient is awaiting an appointment for a consultation to determine the next course of action.